Event description:
It was reported that a non-vented 10 drop set leaked blood during infusion of an unspecified blood product. The reporter stated that blood was dripping from an unspecified location. The tubing was replaced with new tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.